Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was used at the lmr site. There was potential leaking of air from the band. No blood loss was reported. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 08may2025: when the band was originally inflated, bleeding stopped and then after several minutes bleeding resumed. Three additional ccs of air were put into the band and bleeding stopped. The lab did not report any additional bleeding. Additional information was received on 22may2025: there was no mention of device manipulation before use in any way. The product was stored in the original box on the shelf in the lab. A glidesheath slender was used in the access site. The type of procedure being performed on the patient prior to tr band was a diagnostic neuro case. Hemostasis was initially achieved with the tr band. After bleeding began, an additional 3cc of air was placed in the band and hemostasis was achieved. Additional training was completed with the technologist completing the closure and there was confusion over the new syringe. It was believed to be used as a luer lock, and more air was removed from the band than expected to cause bleeding from the access site. There was 1ccc's of air injected into the tr band when it was applied. Approximately 1 minute after initial inflation the tr-band was noted to be losing air. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b1, product problem was not selected on the initial MDR, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).